Event description:
Add'l info rec'd from MFR 9/13/01: in response to notification of an anonymous complaint concerning resuscitators, MFR must differentiate between the resuscitators included. While all three resuscitators mentioned do have the same type of valving and all three are predominately produced by engineered medical systems (ems), the ventisure is a relatively new product line mfg exclusively by ems and is distributed by tri-anim; the pmx resuscitator line is also mfg exclusively by ems and is distributed by pmx medical. The allegiance resuscitator line is mfg and distributed by allegiance, with ems as the contract MFR for a portion of this line. Any questions concerning the allegiance line need to be addressed by allegiance healthcare. With respect to the allegation that the resuscitators do not meet the astm standards (which standards referred to are unk), ems tests 100% of its resuscitators for both inhalation and exhalation per astm standard f 920-93, and has been since the inception of resuscitator program. Test data is kept and is available for review to the FDA. There is no basis for this allegation. MFR does not know who or where this anonymous complaint came from but it is aware that the ventisure line, which includes co2 indication, has made significant inroads into the current sales mix in the hosp and pre-hosp areas. There may be nothing more to this allegation than an attempt to affect product sales. Neither the allegiance products nor the pmx products include co2 indication.

Event description:
All have same valving, valve body # 4251a, none meet astm standards. High expiratory resistance, high inspiratory resistance, "auto peep".